Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. The pump will not be returned for evaluation as it was disposed of. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 and the cause of death was bilateral diffuse brain ischemia and bilateral ventricular failure. The patient was scheduled for a lvad implant on (B)(6) 2018. While in the operating room before the surgery started, the patient suffered a cardiac arrest and received chest compressions. The patient was placed on extracorporeal membrane oxygenation. On "(B)(6) 201," the patient was assessed and it was decided that the patient was neurologically intact, and the implant occurred that day. The implant was performed with a thoracotomy approach and excessive air was observed in the ventricle and was thought to be related to the patient¿s death. The lvad clinician reported that they believe the air in the ventricle during the surgery migrated to the brain which caused the patient¿s death.